Event description:
Procedure: according to the reporter: sutures are breaking at knots (interrupted skin sutures) and the patients are having dehiscence multiple patients. Was the device used in patient: yes was there patient injury/hazard: yes if yes, describe injury/treatment: dehiscence there was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc. Was the delay over 30 minutes: yes if yes, did delay affect the patient? The patients all had dehiscence and were required to come back to the office for more stitches to close their wound. Reason product not returned: they fell out of the patients in their normal lives - the patients did not have sutures to bring back to the office. Note: ftr comment: sutures are breaking at knots (interrupted skin sutures) and the patients are having dehiscence. Multiple patients.

Manufacturer narrative:
(B)(4).